Event description:
On (B)(6) 2015, dealer named "(B)(6)" contacted motion concepts to repair a wheelchair for their client. (B)(6) notified motion concepts that the end user dropped a lit butane lighter onto himself/wheelchair seat, while attempting to light a cigarette. We were advised that the male user suffered burns from the resulting fire and required hospitalization (no further information has been provided despite our requests). The identified motion concepts power positioning system was installed onto a pride mobility (quantum q6 edge) wheelchair base. The wheelchair system was sold to (B)(6) (dealer); at the time of the order, there was no seat cushion ordered by the dealer. The attending dealer has confirmed that the seat cushion installed onto the wheelchair was manufactured by third party (B)(4). The fire damaged wheelchair was returned to motion concepts for inspection/evaluation on (B)(4) 2015. The original (B)(4) seat cushion was not returned with the wheelchair. Based on the incident report and our subsequent investigation, it appears that the seat cushion and/or the users clothing were the likely source of ignition.